Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clips fell down after putting them in the device. The device could not be used. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.